Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4) (no known impact or consequence to patient); (B)(4) (no code available for "cement extravasation"). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for vertebral compression fracture of t11-t12. Intra-op, the cannula had to be removed with the balloon all at once since it was difficult to extract the deflated balloon . Cement went across mid line from the contra-lateral side during the injection and because there was no cannula, cement extravasated significantly up the pedicle, but not in the spinal canal. Cement was filled through bfd through the one cannula from a unipedicular approach. Product came in contact with the patient. Patient's current condition was reported to be good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.